Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the alleged event. The patient is reported to have seroma, which is listed as a potential adverse reaction in the product's instructions for use. It was reported that there was delamination of the mesh. A photograph of the alleged mesh was submitted. However, we are unable to reach a conclusion based on that image. No lot number has been provided and the sample was discarded, therefore, no further evaluation is possible with the information provided. No conclusion can be drawn.

Event description:
Based on information reported to davol: on (B)(6) 2007 - patient underwent hernia repair with a composix mesh. On (B)(6) 2011 - the patient complained of pain, a CT scan was obtained and a a seroma was noted. The patient underwent a laparotomy. The surgeon reported intraoperative findings which included, delamination of both sides of the composix mesh and a sermoa. This was also visible on a CT scan. Surgeon explanted the composix and placed non-bard mesh. On (B)(6) 2011 - a separation of the layers of the composix mesh was found. The mesh was removed and 3 "redonse'' drains were left in the patient.